Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted right ventricular (rv) lead was replaced due to suspected fracture following a high out of range pacing impedance measurements. This lead was disposed of by the implanting facility and was not returned for analysis. Technical services (ts) reviewed the available information and noted the impedance measurements were greater than 3000 ohms. No adverse patient effects were reported.